Event description:
Boston scientific received information that following two unsuccessful shocks during a non-invasive programmed stimulation (nips) with this cardiac resynchronization therapy defibrillator (crt-d), implantable defibrillation lead and sub-q array, a pop noise was heard and then a shock lead shorted fault message was observed. Boston scientific technical services (ts) recommended device and lead replacement. An invasive procedure was performed. The device was explanted and replaced and the lead and sub-q array were surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.